Event description:
Patient developed pressure ulcers while the arjo rotoprone bed was utilized by the former one.

Event description:
Patient developed pressure ulcers while the arjo rotoprone bed was utilized by the former one.